Event description:
This is a thirty-five year old patient who had placed surgitek bilumen implants in 1987. Two months postoperatively she developed gradual onset of fatigue, mylagias of both limbs and short term memory loss. These symptoms continued and worsened. The patient had a bilateral capsulectomies with removal of the implants. Both implants were essentially intactdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.